Manufacturer narrative:
The customer reported problem was cannot be determined. The device was returned unrepaired. A review of the device history record for sn 14298267 was performed from date of manufacture 01/29/2015 to the present date 11/16/2020 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was being returned due to the syringe pca gripper and sizer recall. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was being returned due to the syringe pca gripper and sizer recall. There was no patient involvement.